Event description:
Healthcare professional reported," right side rupture and exchange of device due to product concern". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and anxiety-product/procedure was received on november 21, 2022, with lot number 2499531. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the posterior side assessed as an unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: red particles observed in the gel. Red particles observed in the surface of the shell observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.